Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced mesh erosion, debridement of the vaginal wall erosion closure, recurrent stress urinary incontinence, urinary tract infections, pinkish discharge and secondary prolapse. A revision of erosion and partial removal of mesh was performed.